Manufacturer narrative:
(B)(4) date sent: 7/12/2016. Batch # unk the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what type of procedure was the device used in? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? What color cartridge was being used?

Event description:
It was reported that during an unknown procedure, the instrument locked itself and was not able to reopen. They had to take a new one. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Delay of fifteen minutes.

Manufacturer narrative:
(B)(4). Batch # n53n05. The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Colorectal operation. Was the device locked on tissue with the jaws closed? Was not locked in the tissue. If yes, how was the device removed? Did the jaws eventually open? No. What color cartridge was being used? Don't know.